Manufacturer narrative:
The customer is getting an error message on the device: " o2 (oxygen) supply low". The customer was asking about certifier, test setup and test equipment needed to verify unit is working properly. The customer wanted to verify the reported error before issuing on-site service. The philip's remote service engineer gave the customer the part number for the service kit and air flow assembly. Although requested, repair details were not provided however, it was confirmed the issue has been resolved by the field service engineer (fse), the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
(B)(6): 02sep2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a o2 supply low error message. The device was not in clinical use at the time of the event. There was no report of patient or user harm.